Manufacturer narrative:
Image review: only one fluoroscopic media file was provided for review. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. The imaging provided shows a released valve and a post implant dilatation being performed which resulted in valve dislodgement to the ascending aorta. It was reported that balloon dilatation was performed with a temporary pacing at 180 bpm; however, there is no evidence of a temporary pacing lead during the post implant dilatation or any type of ventricular pacing. As written in the instructions for use (IFU): establish a central venous line. Insert a temporary pacemaker lead via the right internal jugular vein (or other appropriate access vessel) per physician/clinical judgment. It was reported that an aortic dissection was noted that was attributed to the use of snare. As stated in the IFU: physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-34, serial/lot #: unknown. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following implantation of an evolut fx+ 34 transcatheter aortic valve, a mild-to-moderate leak was observed. A post-implant balloon dilatation with temporary pacing at 180 bpm, during which a pacing stop was requested before balloon deflation, resulted in the valve dislodging into the ascending aorta. Subsequently, dissection of the aorta and supra-aortic trunks was noted. An urgent computed tomography scan was conducted, and cardiac and vascular surgery consultation was obtained.

Manufacturer narrative:
Medtronic received additional information that changed the event description and the relatedness of the delivery catheter system (dcs) to this reported event. Per the physician, the vascular injury was caused by the repeated use of the gooseneck snare and the dcs did not contribute to injury. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following implantation of an evolut fx+ 34 transcatheter aortic valve, a mild-to-moderate leak was observed. A post-implant balloon dilatation with temporary pacing at 180 bpm, during which a pacing stop was requested before balloon deflation, resulted in the valve dislodging into the ascending aorta. Subsequently, dissection of the aorta and supra-aortic trunks was noted. An urgent computed tomography scan was conducted, and cardiac and vascular surgery consultation was obtained. Additional information was received that a non-medtronic (safari) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth was 6 mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc). After the valve dislodgement, the valve migrated into the ascending aorta. Per the physician, the vascular injury was caused by the repeated use of the gooseneck snare and the delivery catheter system (dcs) did not contribute to injury.